Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient is in jail and they are refusing to give the patient their medication and they are in pain. It was reported that foundation care called the patient's wife and needed information such as serial number, prescription, and they don't have this information and doesn't want to work with them. They tried to call foundation care and got the voicemail. The patient is in jail and foundation care needs the patient's insurance information and serial numbers. The patient attempted to commit suicide and has been having mental problems in the past that landed them in jail. The patient has a bullet lodged in their spine and is in pain. The patient does not know their information and said the jail does not have that information. The consumer stated that they didn't think they would have to do anything and don't have time for that. Patient services is calling foundation care to assist with the process. Patient services stated that the caller would have to be involved in the process as the manufacturer does not save insurance information. Patient services reviewed that they should follow-up with the healthcare provider (hcp). The patient's clinic was sent a message but the caller will have to provide them with foundation care's fax number.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for burning nerve pain. It was reported the patient needed different settings to cover their different areas of pain. Sometimes a particular setting caused increased discomfort due to it not being the right setting for the area. The patient had lost their programmer so they were unable to change the settings. The patient had taken narcotics and opiates, including percocet and oxycodone after the implant. Those meds led to addiction and eventually withdrawal. The patient had complications from their pain, which had become worse over time. The patient saw their physician for spinal cortisone injections or topical injections in addition to other medications. The patient¿s health care professional (hcp) thought the spinal disease was getting worse. The patient was directed to their hcp to have the device adjusted, and they were instructed with regard to getting their lost programmer replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.